Event description:
Customer reports a syringe whole blood sample had a chloride result of greater than 130. Sample repeat tested on radiometer instrument gave a result of 120. Customer could provide no additional information on either the patient or the sample condition. No chloride results were reported as the specific test was not ordered on the sample. There was no impact to patient care.

Manufacturer narrative:
The customer has stated that the system is operational and needs no further assistance at this time. Manufacturer sent two requests to customer for instrument data but customer unresponsive to date.